Manufacturer narrative:
This cardiac resynchronization therapy defibrillator (crt-d) was reported explanted and retained by the explanting facility. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the non-boston scientific right atrial (ra) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) were low out of range. Approximately one month after the low impedances were noted, the patient underwent a revision procedure: the non-boston scientific ra lead was capped and this crt-d was replaced. No additional adverse patient effects were reported.